Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01250 / 01251).

Event description:
It was reported a patient underwent an open reduction internal fixation procedure on (B)(6) 2016. During the procedure, it was found the item number etched on the plate to be used did not match the part number on the label. This was found prior to use. Another plate was used to complete the procedure without delay. A subsequent inventory inspection found another lot of the same part number had the same issue.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.